Event description:
Procedure: hemorrhoidectomy. According to the report: the surgeon placed a pursestring as instructed with the provided dilator, anoscope and obturator. Pursestring notch was then tied at the second hole on the shaft of the anvil. Approximation between anvil shaft and center rod of the stapler gave click sound and feel. Complete closure of the instrument only showed bare indication of green bar. Extra effort has been used to close further, but green bar indication didn't improve. Safety lock could be and has been easily unlocked. Firing required abnormally hard effort, and no crunch sound and feel have been sensed. Instrument was then opened by 1 half turn, but no click sound was heard. Part of the hemorrhoid donut was found uncut and remained attached on the rectal wall. Most of the staples along the circumference failed to form b-shape. Anvil head was found slightly tilted. Bleeding was significant in between proximal and distal cut-line. The situation was remedied by hand-sewn. The whole operation lasted 4 hours and the pt's blood loss is around 1l. Blood perfusion was undertaken. Pt involved with injury. Surgery time was extended by about 3 hours 30 min.

Manufacturer narrative:
Date initial report sent to FDA: 09/04/2009.